Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) male patient had a skin rash on his back that was broken out and sometimes bled. Follow-up indicated that the patient's physician stated that he may have a slight nickel allergy and prescribed him a cream to help. The medication is clearing up the rash.

Manufacturer narrative:
Device evaluation: electrode belt sn (B)(4) was not returned to the manufacturer. No equipment deficiencies were alleged against the device.evaluation method: biocompatibility testing to iso 10993 was successfully completed on skin contacting surfaces of the lifevest device as well as the blue defibrillation gel.